Event description:
It was reported that a user¿s dexcom g7 continued to display glucose readings in the dexcom app, but the ilet pump stopped receiving sensor data after the pump powered off and on, consistent with a communication and pairing failure between the sensor and the ilet receiver component. Symptoms included absence of glucose values on the ilet display. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included guided troubleshooting and education, including disabling phone bluetooth to remove interference, performing a bluetooth toggle sequence, and reentering the pairing code. Investigation of this case revealed that the ilet was not paired to the dexcom g7 following the power cycle and that communication was restored after re-pairing, indicating a resolved bluetooth pairing issue with the receiver interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connection re-establishment requirements after device power cycling.